Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was involved with an over infusion, and an IV set leak on (B)(6) 2024. There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module was involved with an over infusion, and an IV set leak on (B)(6) 2024. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)#. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The internal inspection found the bezel with the date code 05/17 (may 2017). The bezel was made of the plastic material fr-110, which is under recall: mms-21-4400 that was released in june of 2021. The customer provided an event date of 24 september 2024, and time was reported to be 10:05 am. On 24 september 2024 at 8:37:24 am, the pcu event log showed that the pcu and the suspect pump module were powered-on, and the pump module was assigned channel a. The profile in use was identified as ¿adult¿. At 9:02:08 am, the user selected guardrails IV fluids and programmed a primary infusion of ¿0.9% normal saline¿ (drugid = 6) with a rate of 25ml/h and a volume to be infused (vtbi) of 250ml. The infusion was started. From 9:06:36 am through 9:07:22 am, a secondary infusion of drugid=474 (suspected to be IV iron) was programmed remotely, with a vtbi of 275 ml and a duration of 1 hour (i.e. Rate of 275ml/h). The user paused and restarted the infusion two (2) times then the infusion was started. At 9:07:33 am, the user modified the infusion rate to 999ml/h and the vtbi to 12ml. At 9:07:58 am the user modified the infusion rate to 275ml/h and the vtbi to 275ml. At 10:07:18 am and 10:08:35, the user selected a vtbi of 30ml, and at 10:13:50 am the suspect pump module was channeled off and the pcu powered off. The total volume infused was recorded to be 314.768ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, c0601, d15, d01, g04037, g02017, codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.